Event description:
The olympus representative reported on behalf of the customer that after the endoscopic retrograde cholangiopancreatography (ercp) procedure, the single use distal cover was reported missing from the evis exera iii duodenovideoscope during withdrawal of the device. It was assumed the distal cap was left in the patient due to incorrect attachment, therefore the team used an ogds scope to locate the distal cap and did not find it in the gastrointestinal tract. When the anesthesia team performed extubation, the distal cap was found in the patients oral cavity. The intended procedure was completed with the same device. No patient injury was reported. Related patient identifier: (B)(6); tjf-q190v (sn: (B)(6)) evis exera iii duodenovideoscope.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
Although additional event details were requested by olympus, the customer was unable to provide any further information regarding the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Although the physical device was not returned, olympus reviewed a video of the device provided by the customer and the following was observed: there were no abnormalities observed in the appearance of the actual product as seen in the video. However, there was no evidence that the distal cover had been properly attached to the scope. Since the actual product has not been returned, a reproduction check was performed using a representative device (maj-2315/lot: h2831) according to the procedure in the instruction manual, but the indicated phenomenon was not reproduced. During the development stage, quality evaluations were conducted using mass production prototypes, and it was verified that "the distal cover does not come off from the endoscope during use." The parts supplier conducts sampling inspections of 3 parts for each production lot and confirms that the parts conform to the specifications each time. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, although the root cause could not be identified, the distal cover likely detached from the scope easily because it was not properly attached. The event can be detected/prevented by following the instructions for use (IFU) which state: "put your finger onto the center on the top of the distal cover and push the top of the distal cover straight onto the distal end of the endoscope until the hook of the distal ring is completely visible within the opening of the distal cover.¿ "do not apply anti-fogging products, olive oil, or products containing petroleum-based substances (e.g., vaseline®) to the distal cover and the endoscope. These products may cause cracks in the distal cover." "Detach the distal cover from the distal end of the endoscope when the distal cover cannot be attached to the endoscope smoothly or any incorrect attaching procedure is noticed. Refer to section 9.5, ¿detach the distal cover¿ for detaching the distal cover. With a new distal cover, repeat step 1 through 4. If the distal cover is not attached properly, it may slip off or fall off the distal end during the examination." "9.3: attaching the distal cover - please make sure that the distal cover is intact without any problem before installation, and it has no damage(crack) after installation.¿ this supplemental report includes information added to b5 and h4. An update has been made to d9 and h3. Also, a correction has been made to e2 from the initial medwatch. Olympus will continue to monitor field performance for this device. H3 other text : no physical device evaluation. However, the device was evaluated by reviewing the provided video

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to h7 and h9 to include information that was inadvertently not included in the previous submissions. Also, a correction has been made to h6 (type of investigation). Code ¿11¿ has been corrected to code ¿4102.¿